Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine device check. However, interrogation showed the device had reached end of life (eol) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services discussed that eol had been reached in (B)(6) 2022 and that the battery had depleted past the point of guaranteeing therapy remained available and immediate device replacement was recommended. Engineering review of the device data confirmed the device exhibited an abnormal increase in power consumption and appeared to deplete prematurely. The device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected; device diagnostics noted the battery voltage at explant was below 8.6v, indicating therapy was unavailable. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine device check. However, interrogation showed the device had reached end of life (eol) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services discussed that eol had been reached in (B)(6) 2022 and that the battery had depleted past the point of guaranteeing therapy remained available and immediate device replacement was recommended. Engineering review of the device data confirmed the device exhibited an abnormal increase in power consumption and appeared to deplete prematurely. The device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.